Event description:
The cord at the back of the patient electronic system (pes) was frayed and was observed to spark. There were no adverse consequences to the patient. Use of the pes was discontinued. The pes was replaced.

Manufacturer narrative:
One i3 unit was returned. External and internal visual inspections of unit revealed no discrepancies but physical damage to the right-angle extension cable wiring. The unit performed to specifications once a known good cable was used to replace the returned cable. The cause of the reported issue was determined to be a damaged cable. The reported issue with damage to the power extension cable was confirmed. The sparking event was not reproduced during the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.